Manufacturer narrative:
(B)(4)

Event description:
Additional information received from the customer confirmed that the 2nd valve that was implanted was not replaced. Customer confirmed that the first valve was implanted and explanted intraoperativly. Customer did not confirm if the lumbar catheter was a codman device, however, it is likely that this device is not a codman device the customer connected a lumbar catheter to the valve and is considered off label.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of investigation, a follow up report will be filed. Complaint sample not returned.

Event description:
L-p shunt for the patient with brain hemorrhage was conducted on (B)(6) 2014. When the surgeon connected the lumbar catheter to the valve and tried pumping, the surface of dome got back to the original position so slowly and the occlusion at the lumbar side was suspected. When pulling back the lumbar catheter about 1 cm, the fluid flowed from the distal end of the lumbar catheter without problem. The surgeon reconnected it to the valve and pumped again, but it was noted same phenomenon with the dome. He suspected the defect with the integrated part of catheter to the valve. He replaced the device with the new product ((B)(4)) and complete the case though the same failure was noted again with the replaced valve. There were no adverse consequences to the patient.